Manufacturer narrative:
Final analysis of the catheter revealed a hole on the catheter body caused by deep abrasion. Segment 1 of the catheter had a large are of abrasion that was .3 cm to 8.5 cm when measured from the distal side of the stain relief shroud. With-in this long area of abrasion, there were two separate areas of deeper abrasion. The more distal of the deeper areas of abrasion was the area where a deep abrasion was found. A significant leak was found in that area which meant the deep abrasion that went through to the inner lumen. The abrasion was thought to be the cause due to some of the smoothed surfaces seen in this leak area. The abrasion may have been caused by the pump rubbing on the catheter while implanted in the pocket.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a decrease in her pain control. It was said that the catheter was fractured. The patient had a refill ¿approximately one-two¿ weeks prior to this report date. At that time, the patient was poked ¿like 27 times¿ in attempt to find the reservoir access. It was found the pump was flipped. The pump was then manually flipped and the refill was done. ¿approximately one¿ week prior to this report date, the patient developed withdrawal symptoms of chills, nausea and increased pain, which the patient was seen in the emergency room for. The patient also had reported symptoms of headache, sweating, seroma and underdose symptoms. The location of the issue was at the device pocket. The patient had a cap dye study on the day of this report. There was swelling and puffiness at the pump pocket and inability to access the cap initially. Upon access, the healthcare provider (hcp) aspirated 250cc's of serous fluid (pink amber color) from the pocket, and then was able to access the cap. The hcp aspirated 1-2 cc's of pink amber fluid, and then injected dye. The dye was then noted to have pooled behind the pump and underneath the catheter access port. The catheter was planned for explant on (B)(6) 2013 due to a hole in the catheter near the pump. The pump was delivering dilaudid and bupivicaine.

Event description:
It was also reported that the catheter did look like it was twisted. It was noted there was a revision of catheter completed and the catheter was repaired on 07/11/2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter only returned. Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4). Device analysis was not complete at the time of this submission. A supplemental report will be filed upon completion.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the cause of the event was pump flipping in pocket. The retaining ligatures holding the suture loops to the abdominal wall had broken free and the pump was not anchored with in the pocket. Tear in proximal portion of it catheter. It was indicated the catheter issue was break, tear hole, kink in the proximal segment 5cm from pump connection and the distal segment. A revision and re-anchoring of the pump was done on (B)(6) 2013. The patient experienced csf leak headache, increased chronic pain. The patient was hospitalized. The outcome was indicated as non-serious injury/illness.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.